Event description:
During a coronary drug eluting stenting treatment procedure the shaft and the stent were bent. As the physician sttempted to cross an unknown vessel with a 3.00x16mm taxus express2 drug eluting stent is was noticed that both the stent and the shaft were bent. The procedure was completed with another device. The patient was reported to be in statisfactory condition.